Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The olympus field service engineer (fse) inspected the device on-site and confirmed the following: dust had accumulated inside the device due to malfunction of air conditioning and ventilation of the device. And the device was pulling dust inside. The fse opened the device, cleaned the inside, and the device worked properly. And error e116 did not recur. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was dark and the otv error e116 occurred. The user did not use this device for the intended procedure. Error code e116 means a malfunction of the camera control unit. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, omsc concluded that the graphics processing unit or central processing unit fan was clogged with dust and did not work properly, resulting in otv error e116, because there was no abnormality in the device at the time of shipment from DHR and dust had accumulated inside the device. If additional information becomes available, this report will be supplemented.